Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA (B)(6) product event summary: the patient data files were returned and analyzed. Two patient files were received and recorded on the reported date of the event. Patient data file #1 showed 8 applications were performed using a catheter identified as 2af284/12433-008. Patient data file #2 showed 24 applications were performed using a catheter identified as 2af284/12433-014. Patient file didn't show any system notice on the reported date of the event. Both patient data files, console output data (pressure, preset pressure and flow) didn't show any temperature artifact. Pressure is tracking preset pressure and flow readings are as expected. In conclusion, the patient data files did not confirm the reported rapid temperature decrease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperatures became cold more quickly than expected. The balloon was adjusted after each ablation, resolving the quick temperature drops. The case was completed with cryo. Data files were reviewed and pressure and flow were as expected. No patient complications have been reported as a result of this event.